Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The competitor sheath was returned, attached approximately 20.8cm from the iab. A kink was observed on the catheter tubing approximately 34.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, sheath and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the console displayed a fiber optic sensor failure message after connecting the fiber optic cable. The iab remained indwelling for approximately 50 hours using a radial pressure transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).